Event description:
The user facility reports one incident of a leak on the arterial chamber between the chamber and cap which occurred 2 hrs into treatment. The arterial line was discarded and a new arterial portion set up to complete treatment. Ebl= 81cc. No pt injury or need for medical intervention is reported. The actual complaint sample was discarded at the time of the incident. This MDR is filed for blood loss only.